Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. When running strip chart recorder (scr) through print speeds, the programmer would reboot itself. The power cable connector going to the strip chart recorder (scr) was damaged. Due to power cable damage, it was intermittently shorting out. The riser printed circuit board (pcb) gold pads had white film that does not clean off. All affected components were replaced. The programmer passed all incoming tests thereafter.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and there was no patient involvement.